Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when loading the cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer's blood glucose level was 156 mg/dl. Reportedly, the customer successfully loaded a new cartridge with 300 units of room temperature insulin. Insulin delivery was resumed.